Manufacturer narrative:
A 5x40 smart flex was deployed in the proximal popliteal. The physician realized he missed a small segment of disease. A second smart flex stent (5x30 bil, 120cm) was intended to be deployed just distal with a small overlap. The smart flex 5x30 stent started to self-expand but then was stuck and the physician could not dully expand the stent. As the physician tried to pull the system back to deploy the rest of the stent, the stent moved and completely overlapped the other stent. There was no reported patient injury. A third non-cordis stent had to be deployed. The vessel level of proximal popliteal artery. The vessel level of calcification is moderate. The vessel level of angulation and tortuosity is none. There was no thrombus present at delivery site. The device was stored and handled per the instructions for use IFU (instructions for use). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The integrity of the sterile pouch was not compromised. There were no anomalies noted when removed from the package. There were no kinks noted on the device prior to use. The device was prepped according to the IFU. There were no anomalies noted during prep. There was no difficulty encountered flushing the sds (stent delivery system). The stent was not manipulated during prep. The total length of the stented segment was 7-centimeters. One stent was initially placed. The stent overlapped. There was no resistance met while advancing the device. There was no excessive torquing required. There was no resistance met while advancing the device over the guidewire. The stent overlap that was not intended. The device was removed intact (in one piece) from the patient. There was no patient injury. The patient is currently at home. There was pre/post imaging completed. There were no peri/post procedural complications. There are no procedural films available. The product was returned for analysis. A non-sterile unit of product smart flex 5x150 vas 120cm sds was received coiled inside of a clear plastic bag. Per visual analysis the stent of the unit already been deployed and it was not returned for analysis. The hemostasis valve was not tightened. Two kink/bent conditions were observed at 120cm and 122cm from the distal tip. A separation condition was noticed located where the outer shaft is fused with the fitting luer. No other damages or anomalies were noted. Functional analysis could not be performed due to the severe kink/bent condition and separated condition that did not allow the normal function of the device. Dimensional analysis results were found within specification. Per microscopic analysis a transfer material is observed where the fusion of the outer shaft with the fitting luer occurred. The separated circumference edges of the outer shaft show elongations and plastic deformation. The material elongations and plastic deformations are commonly associated with separations cause by material tensile overload. Therefore, it is thought that the outer shaft was induced to a tensile force that exceeded the material yield strength prior to the separation. No other issues were noted. A product history record (phr) review of lot 108412 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system - deployment difficulty inaccurate placement¿ and ¿stent delivery system - withdrawal difficulty snagged/caught on stent¿ was not confirmed through analysis of the returned device due to the nature of the events and procedural images were not provided for review. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification) and procedural factors (attempting to deploy stent distal to recently deployed stent) may have contributed to the event. The use of force that exceeds the material tensile strength as evidenced by elongations and plastic deformations on the separated edges along with kinks present on the device which impacted functionality during analysis also likely contributed to the reported event. According to the safety information in the instructions for use ¿the s.m.a.r.t. Flex biliary stent system is indicated for use in the palliation of malignant strictures in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established.¿ according to the instructions for use, which are not intended as a mitigation of risk, ¿select stent length ¿ measure the length of the target stricture to determine the length of stent required. Allow for the area proximal and distal to the tumor to be covered with the stent to protect against impingement from further tumor growth. The labeled stent length is the unconstrained stent length and the shortest the stent could be. The maximum constrained length is the length of the stent in the smallest indicated duct diameter. This length is indicated on the system with the proximal guidewire tube placement marker. The minimum constrained length is the length of the stent in the largest indicated duct diameter. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ therefore this is considered off label usage. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, 5x40 smart flex was deployed in proximal popliteal. The physician realized he missed a small segment of disease. A second smart flex stent (5x30 bil, 120cm) was intended to be deployed just distal with a small overlap. The smart flex 5x30 stent started to self expand but then was stuck and the physician could not dully expand the stent. As the physician tried to pull the system back to deploy the rest of the stent, the stent moved and completely overlapped the other stent. There was no reported patient injury. A third non-cordis stent had to be deployed. The vessel level of proximal popliteal artery. The vessel level of calcification is moderate. The vessel level of angulation and tortuosity is none. There was no thrombus present at delivery site. The device was stored and handled per the instructions for use IFU. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The integrity of the sterile pouch was not compromised. There were no anomalies noted when removed from the package. There were no kinks noted on the device prior to use. The device was prepped according to instructions for use (IFU). There were no anomalies noted during prep. There was no difficulty encountered flushing the sds. The stent was not manipulated during prep. The total length of the stented segment was 7-centimeters. One stent was initially placed. The stent overlapped. There was no resistance met while advancing the device. There was no excessive torquing required. There was no resistance met while advancing the device over the guidewire. The stent overlap that was not intended. The device was removed intact (in one piece) from the patient. The patient is currently at home. There was pre/post imaging completed. There were no peri/post procedural complications. There are no procedural films available. The device will be returned for analysis.